Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm during set change. Customer's blood glucose was 525 mg/dl. During troubleshooting, customer reported that insulin didt exit with plunger push and there was greater than normal resistance. Customer reported that there was a leak. Troubleshooting could not continue as call was lost.